Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A complaint of a set being found disconnected during use was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20350e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported when using the 17 inch ext set w/.2mf & vlv port there was disconnect - spontaneous. The following information was provided by the initial reporter. The customer stated: "the tpn line was noted to be disconnected at site where buretrol tubing connects to 0.2micron filter tubing."